Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Following deployment the puncture site was soft and dry and the pt was taken to the post care unit. Approx one hour later the post care nurse notified the physician that no pulses were present in the pt's right leg, despite no complaints from the pt. Warm blankets were applied and they continued to observe the pt. A few hours later an angiogram was performed using the left femoral artery. The results showed a new blockage in the profunda and popliteal. A vasucular surgeon viewed both angiograms and scheduled the pt for a bypass that night. The vascular surgeon that performed the bypass stated that no collagen or hematoma was noted at the arteriotomy site. The arteriotomy started to bleed and was sutured closed and the bypass was performed on the superficial femoral artery just above the popliteal. The profunda blockage was very distal and had good backflow so intervention was performed. A small amount of collagen was found inner lumen under the arteriotomy site which was removed without difficutly. The pt was doing well and was discharged the next day. No further complications were reported.